Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, the device was difficult to deliver to the lesion and a foreign object near the stent mid was noted which was probably a plaque. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device codes corrected to include device contamination with chemical or other material 2944. Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis inside a hoop, inside opened outer box packaging. Prior to decontamination, the returned device was photographed as per general action request. A visual examination of the alleged foreign material (fm) found a string-like material on the stent. The string like material spanned most of the length of the stent, with the distal end of the string-like material bunched in to a knot-type shape. The fm was characterised using fourier transform infrared spectroscopy (ftir) analysis which indicated the fm is consistent with a nylon-based material. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, the device was difficult to deliver to the lesion and a foreign object near the stent mid was noted which was probably a plaque. The procedure was completed with another of the same device. No patient complications were reported.